Event description:
Customer reported an intermittent ma on in error message. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced all pcbs related to ma errors. System operates as intended.